Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was receiving shocks since implant approximately twice a week and the shocks felt like kicks. The patient noted that his arm also twitches when he is shocked. The patient believes the device has defected. An explant procedure was scheduled on (B)(6) 2018. It was later noted that the device was explanted and thrown away. In addition, it was noted that on one of the transmission reports bvvi was noted.